Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead was experiencing shortness of breath. The lead was reported to have displayed high pacing impedances and was confirmed to have fracture via x-ray. The patient was seen for a revision procedure where the lead was surgically abandoned. There were no additional adverse patient effects.